Event description:
A xr2 skull clamp was involved in an incident with a laceration during a procedure. The event was described as follows; a male pt, of average size, in his (B)(6), was scheduled for a craniotomy on (B)(6) 2010. While the pt was in the prone position on chest rolls the chief resident held the skull clamp in his hand and tried to apply it to the base unit. The neuro-specialist feels that the rocker arm was not fully seated in the skull clamp at the time and once it sealed itself a popping noise could be heard and pressure was lost. It was during repositioning that the unit slipped and caused a laceration on the rocker arm side. The doctor was using the head band positioning approach and the laceration occurred before the unit was applied. The pt incurred a 1 cm laceration that required three staples. Mayfield adult disposable pins (a1072) were being used at the time. The resident admitted to being at fault.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.